Event description:
When a contractor helped to free a co-worker's hand from between the permanent magnet and a roller, which was used to position the magnet for installation, pt sustained an injury to their hand, requiring 10 stitches to close. The first contractor was injured when they got too close to the magnet with the roller and when the magnet plywood bore covers were being removed. Both of these actions are contrary to the warnings in the installation manual. The second contractor was injured because the first contractor did not follow the warnings in the installation manual.